Manufacturer narrative:
The customer's report the tubing set separated and leaked from the distal portion of the tubing set was confirmed. Visual inspection of the set noted that the tubing was completely separated from the smartsite¿s outlet port proximal to the male luer. Examination under magnification observed that the smartsite¿s outlet port had no solvent applied at the engagement. There were no other anomalies observed. Functional testing could not be performed due to the separation. The root cause of the separation was due to insufficient solvent being applied at the engagement of the tubing.

Event description:
It was reported that the tubing set separated and leaked from the distal portion of the tubing set during a primary infusion of normal saline on the 6th floor chemotherapy unit. The customer further stated that there were no adverse effects caused to the patient from the event.